Event description:
A site surgeon reported that, while in a navigated mast transforaminal lumbar interbody fusion (tlif) spine procedure, the tip of the trocar did not stick far enough out of the cannula to make the length correct, and it made it very difficult to insert into the pedicle which may have altered patient anatomy, resulting in poor placement of the pak needle. The surgeon completed the procedure with the use of the navigation system. The surgeon stated there were no patient symptoms or complications reported, and no additional surgery performed.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient weight not made available from the reporting physician. (B)(4) 2015 a medtronic representative, following-up at the site, reported the patient had sclerotic bone and the needle did not go all the way down past the end of the trocar - there was approximately a 3 millimeters difference. The doctor navigated with the pak needle and did not achieve good bone purchase as the needle was not sticking out far enough. Site threw pak needle away and opened another pak needle and continued navigating. The suspect pak needle was discarded at the site and will not be returned manufacturer for analysis. Discarded at site.